Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial articular surface provisional shim was found with a missing ball bearing. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed based on the instrument returned. Visual inspection and photograph review exhibits signs of repeated use, and confirmed one of the 2 bearing balls fell out of the tibial articular surface provisional (tasp) shim construct. The missing ball was not found. During investigation, it was discovered that ultrasonic cleaning was used in sterilization process, which was not addressed as a potential user need. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. Device history record & receiving inspection report were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.